Event description:
It was reported that during the intubation of a newborn, the light flickered and that an alternate laryngoscope was then used. At no time was the pt without oxygen. No evident injury to the pt was reported.

Event description:
It was reported that during the intubation of a newborn, the light flickered and that an alternate laryngoscope was then used. At no time was the pt without oxygen. No evident injury to the pt was reported.